Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed to open. A field service engineer (fse) re-seated the external cable and replaced the latch assembly, but the issue persisted. Further investigation revealed that the remote manager was connected to an incorrect port and required configuration. After configuring the remote manager, issues remained, suggesting a fault with either the cable or control board. The controller circuit board was replaced, and all repairs were tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager on the fridge door did not allow the fridge door to open as intended. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.